Event description:
It was reported that during a case in the operating room, the beemis canister (blue top) burst, resulting in the bursting of the two eardrums of the anesthesia resident. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).